Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The lead was imaged diagnostically and a coil fracture was noted. The patient was asymptomatic.